Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported on intermittent occasions, that the wake button became increasingly difficult to press and required more force in order for the screen turned on. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.